Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. If you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion.¿ based on the results of the investigation, a definitive root cause could not be established. It is possible that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire could have possibly been rubbed due to the effect of contacting a metal area of the endoscope. However, these possibilities are only speculation and could not be confirmed. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The knife wire was found severed, and the wire coating had also been torn. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that while using his olympus single-use 3-lumen sphincterotome v during an endoscopic retrograde cholangiopancreatography procedure, the knife tip was broken during a papillary incision. According to the initial reporter, a second unit experienced the same failure shortly after the first. However, the customer did confirm that the third unit was able to successfully complete the procedure without any harm to the patient. This report is being submitted to capture the first unit¿s failure. For details related to the second unit, please see report with patient identifier (B)(6).